Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the heater wire adaptor disconnect alarm sounded from an mr850 humidifier when they connected the heater wire adaptor to the inspiratory limb of an rt236 neonatal breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt236 neonatal breathing circuit was returned to fisher & paykel healthcare in (B)(6) for evaluation. The inspiratory and expiratory heater wires were resistance tested using a calibrated multimeter. Results: the resistance test revealed that the inspiratory heater wire was out of specification. No fault was found with the expiratory heater wire. Continuity testing and visual inspection revealed that the open circuit in the inspiratory heater wire was located near the heater wire overmoulded plug. A lot check revealed one other complaint of this nature for the lot date provided. Conclusion: we are unable to determine what may have caused the observed damage on the inspiratory heater wire. Electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, rendering the circuit unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production and circuits that fail are rejected. This suggests that the heater wire became open circuit after the product was released for distribution. The user instructions that accompany the breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.